Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 100% stenosed target lesion was located in the non calcified and moderately tortuous arteriovenous fistula anastomosed shunt. The 5.0 x 40mm mustang balloon catheter was advanced through a non bsc introducer sheath and over a non bsc guide wire. The balloon was inflated 1st at 20atms; 2nd -8th inflation at 22atms when it ruptured on the 8th inflation at 22atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 100% stenosed target lesion was located in the non calcified and moderately tortuous arteriovenous fistula anastomosed shunt. The 5.0 x 40 mm mustang balloon catheter was advanced through a non bsc introducer sheath and over a non bsc guide wire. The balloon was inflated 1st at 20 atms; 2nd -8th inflation at 22 atms when it ruptured on the 8th inflation at 22 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the balloon material could not identify any tears or holes in the balloon. When the device was attached to an encore inflation unit, the balloon was inflated to its rated burst pressure with no leaks noted from the balloon. The inflation device was verified before and after use with a calibrated pressure gauge. Although on the initial inflation a droplet of liquid was noted at the tip, it was noted that the balloon maintained full inflation and all additional attempts to identify a potential leak in the device failed. The shaft was dissected and an examination of the lapweld site identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of not confirmed will be assigned. (B)(4).